Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported the involved tr band was placed post heart catheterization. During the initial inflation, the tech noticed that the balloons would not hold air. The involved tr band was removed, a second tr band was successfully placed, and hemostasis was achieved. The estimated blood loss was less than 250cc's. The patient was not injured during the event and medical/surgical intervention was not needed. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 26 apr 2024: the patient was in stable condition.

Manufacturer narrative:
A3b. Gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.